Event description:
There was a power outage in the hospital. This caused the bed to lose ac power for a few seconds. A doctor was leaning over the bed with his stethoscope touching the bed when the power was restored. They claimed they were shocked when the power was restored. The doctor reported back pain due to this incident.